Manufacturer narrative:
The alarm trace provided showed alarms that are consistent with a sample quality issue. There was no calibration influence observed. The investigation was unable to determine a direct root cause.

Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hcg+b test system result from the cobas e 411 analyzer (rack system). The initial result was 21.60 miu/ml, and the repeat result was 292.3 miu/ml. The initial result was repeated because it was questioned by the nurse. The repeat result is deemed to be correct.